Event description:
It was reported that minutes after the implant procedure, the device failed to pace. Upon interrogation, oversensing of non-physiologic electrical noise was observed to inhibit pacing. The pocket was reopened and blood was noted in the header of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found but damage to the ventricular grommet was noted during analysis.